Manufacturer narrative:
The suspect pump was returned for evaluation. Review and evaluation of the event history log confirmed the alarm, "check clutch" occurred. The alarm was duplicated during pump testing. Examination of the pump found the carriage nut on the position potentiometer loose, causing the reported alarm. The nut was determined to have become loose during normal pump use, as the pump is was 5 years old. The nut was tightened to factory specification .002" to remedy reported alarm issue. Some additional repairs were performed on the pump, but were not determined to be related to the reported error. After repair and recalibration, the pump was found to operate as intended. No corrective actions are planned at this time.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.